Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
Updated fields: b4; d9; d8; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the system tests of the device were performed and it was seen that it passed. The motor calibration of the device was performed. The device was physically cleaned and the device was operated again. It was used by connecting a catheter to the device and it was determined that it did not give the error. The device was delivered to the user in working condition.

Event description:
N/a